Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak from the cap piercer on the unicel dxc 800 pro synchron clinical system. The customer stated a few drops of leaked fluid were left on each capped tubes. The leak was approximately 2 ml total and was contained within the instrument. The customer stated all technicians wear lab coat and gloves in the laboratory, and there was no report of injury or exposure. Msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. Field service engineer visited the customer on the day of the event. The engineer identified fragments of a broken blade causing an obstruction in the cap piercer drain line 118. The engineer also identified and cleared a plug in the drain valve manifold. Service activity performed was verified per established procedures, and all results met the published performance specifications.

Manufacturer narrative:
(B)(4).